Event description:
The user facility reported to terumo cardiovascular system that during cardiopulmonary bypass surgery, the oxygenator was having issues oxygenating. The pt had a history of hypertension, insulin-dependant diabetes mellitus, arteriosclerosis, mitral regurgitation, and coronary artery disease. The pt was scheduled for a double coronary artery bypass graft procedure, aortic valve replacement, mitral valve replacement, and a maze procedure. Activated clotting times ranged from 374 - 444 seconds after initiation of bypass. Blood flows ranged from 4.3 to 4.8 l/minute. Because the procedure was predicated to be long, the certified clinical perfusionist elected to spice another oxygenator (fx25) into the recirculation line of the circuit. The remainder of the ten hour cpb the circuit. The remainder of the ten hour cpb procedure was without issue. The pt was weaned from bypass and was transferred to the intensive care unit. The product was not changed out. The surgery was successful. No known impact or consequence to the pt.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).